Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter manufacturer contacted customer on (B)(4) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer states he feels better strength wise but states that he has blurry vision and feels dizzy. Customer went to the e.r. On (B)(6) 2016 and went home the same day. He received an IV treatment but not new medication was prescribed. They advised him to go to his doctor. During the ER visit they ran a blood glucose test with a result of 254 mg/dl. Two hours before the e.r. He ran glucose blood test and reads 359mg/dl. During the call back on (B)(6) 2016 he ran a glucose test with a result of 437mg/dl. A second call back was made on 6/4/2016 and the customer's condition has improved. The customer is not having any diabetic symptoms at this time. The customer went to the doctor on (B)(6) 2016. The doctor changed his insulin to novolog. Customer did not go to the hospital since the last visit to the e.r. On (B)(6) 2016. Customer advised he is back to work and is feeling much better.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port with the blood sample on it. Customer feels dizzy, weak, and, blurry vision. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Customer denies need for medical attention at the time of call. Customer does not know his normal range states this was his first time testing. Blood test performed fasting during call on (B)(6) 2016 produced result of 365mg/dl. Verified storage of product is within instructed specification.